Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Updated concomitant devices. Device fragment remained in the patient. Explant date is not applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices: trochanteric fixation nail advance (tfna) nail (part unknown, lot unknown, quantity 1) helical blade (part unknown, lot unknown, quantity 1).

Manufacturer narrative:
510k: this report is for an unknown distal locking screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, patient underwent removal of hardware due healed femur fracture and converted to total hip replacement. The unknown distal screw was broken prior to the surgery. The screw tip was retained in the bone, the surgeon did not attempt to remove the screw fragment. The broken screw was not the reason for the conversion to a total hip replacement, the femur fracture was healed and there was no malfunction of the nail or helical blade. The surgeon planned to convert to a total hip after the fracture healed. There was no surgical delay. Procedure and patient outcome were good. Concomitant devices reported: unknown trochanteric fixation nail advance (tfna) nail (part #: unknown, lot #: unknown, quantity #: 1), unknown helical blade (part #: unknown, lot #: unknown, quantity #: 1), unknown screw (part #: unknown, lot #: unknown, quantity #: unknown). This report is for one (1) unknown distal locking screw. This is report 1 of 1 for complaint (B)(4).